Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient activity level, patient medical history and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. The explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured, packed and sterilised in accordance with the specifications at the time of manufacture. The cleaning method, the sterilization method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the available information, no further investigation can be conducted and the root cause of the infection could not be determined. Therefore, this case is now considered closed, however, should any additional information become available then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and ecima liner after approximately 2 years and 3 months due to infection. It has been reported that the patient underwent an initial revision 2 weeks prior to this event due to stem loosening, this 1st revision was reported under 9614209-2021-00074.

Manufacturer narrative:
(B)(4) initial report. It was reported that the patient underwent a first revision on (B)(6) 2021 due to stem loosening (B)(4). The liner and the stem were exchanged. Additional information, including post primary and pre revision x-rays, operative notes, patient activity level, patient medical history and an update on the patient following the revision have been requested to the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing records were identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 2 years and 3 months due to infection.